Manufacturer narrative:
Additional info was requested from the user facility and from the responses received, it was determined that the coil had stretched, detached and was successfully retrieved from inside the catheter. The pt had a slightly tortuous anatomy. Appropriate flushed was used. There were no issue with the preparation and advancement of the coil.

Event description:
It was reported as the physician was repositioning the seventh coil inside the aneurysm, the coil "came back through the microcatheter". As the coil was retrieved, it was noticed that the coil had stretched and detached from the pusherwire. The physician completed the procedure with another coil. Post procedure the pt was sent for a CT scan and a rupture was confirmed. The pt remained in the hospital for a day or two and was subsequently released. The pt is currently reported to be fine.